Event description:
The hospital reported that during an endoscopic vein harvesting procedure, that the tissue welder on the vaso view hemopro would not shut off.

Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and no evidence of blood. A visual inspection determined that the boots displayed evidence of heat related damage consistent with activation of the device while the jaws are in direct contact. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the precautery test, it remained activated when the toggle was released. The handle on the device was opened to verify connections; under magnification, solder flux was observed on the switch body, actuator and the lever of the micro-switch. Based upon the eval results, the reported complaint was confirmed. The following corrective action has been taken to address the solder flux issue: maquet has revised the work instruction for the soldering process (B)(4) to add enhanced visual inspection to the soldering points and the switch contamination with flux. Maquet cardiovascular llc has initiated recall 2242352-10/28/13-002r to address this failure mode. The FDA (B)(4) district recall coordinator has been advised. A notification letter has been sent to this customer. (B)(4).